Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient is experiencing a burn like rash under the therapy electrodes. The area was described as red but not burnt. The patient did develop cuts that were infected/seeping under the 2 left electrodes. There was no alleged device malfunction contributing to the irritation. Patient was keep the wound clean with peroxide by a physician. Follow up indicated that the rash has improved.